Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a clinical study (scope (B)(6)) had their superion device explanted, and a fusion surgery performed at the same time. The reason for the explant procedure is not known. The device will not be returned for analysis as it is not recoverable.